Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose level.